Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bioprosthetic surgical valve (valve-in-valve), an electrocardiogram indicated right ventricle dysfunction. A computed tomography angiography of the chest revealed a hematoma on the posterior view and that contrast was leaving the left ventricle. A pericardial window was performed that revealed a tear in the left ventricle. The physician suspected that the left ventricular outflow tract (lvot) had likely been torn during the balloon aortic valvuloplasty (bav) and that the balloon used had been too large. The patient expired. There is no allegation that the valve caused the perforation.

Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.